Manufacturer narrative:
(B)(4) - indication for use. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of vasoconstriction (spasm) is listed in the graftmaster rx coronary stent graft system, instructions for use, as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a pseudoaneurysm in the gastroduodenal artery. Using a non-abbott stabilizing wire, the 4.0x16mm graftmaster stent was positioned across the pseudoaneurysm and deployed at 15atm. Angiography demonstrated exclusion of the pseudoaneurysm. Narrowing was observed at the superior and inferior aspect of the stent. Per the physician, this was normal on pre-stent angiographic imaging and is consistent with spasm which should resolve, therefore, treatment was not done. The procedure was completed. The patient tolerated the procedure well without immediate postprocedural complications. Per the physician, use of the graftmaster did not cause additional complications or adverse events. There was no adverse patient sequela reported. No additional information was provided.